Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced the upper sheath restrictor (vc12) tubing, above sheath tank, as the tubing was loose causing diluent to leak. The tubing replacement resolved the issue and instrument was running well. Failure mode was attributed to the loose tubing on vc12. However, the instrument generated sheath tank not full errors alerting the customer to an instrument issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a contained clear liquid leak from the coulter lh 780 hematology analyzer when running samples. The volume of the leak was unknown. Customer also stated the sheath tank was not full errors were generated by the analyzer. The customer was wearing a gown, gloves, and goggles at the time of this event. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. No patient treatment was affected in connection with this incident.